Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was received for investigation. Four images were submitted to product performance engineering. The images appear to show the catheter and introducer entangled and damage to the sheath and paddle. Upon investigation of hte device, the distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement issue remains unknown. The cause of the displaced coupler and torn pellethane tubing is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3008452825-2020-00269. During a redo pulmonary vein isolation procedure, an entanglement occurred. Two transseptal punctures were performed with a sheath without any issues. The second puncture with the agilis appeared successful as there was tenting of the septum. The needle went to the left atrium, along with the wire and obturator. However, when pushing the agilis sheath it took more force than expected. The hd grid was introduced without any issue, but the sheath and catheter were not functioning as expected. After pulling back to the right atrium and using fluoroscopy, the catheter and sheath were noted to be entangled. Upon removing the entangled catheter and sheath combination, there was difficulty removing from the groin. No further intervention was needed to remove the devices, only small movements and some force, and the devices were removed. There was no bleeding of the groin noted. Damage was noted to both devices, however the sheath was not replaced to continue. The hd grid was replaced, and the procedure was completed without any adverse consequences for the patient.